Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received confirmed that there was loosening. Affected side was the right side.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent her primary hip replacement on the (B)(6) 2012. Had a fall 2 weeks post op and suffered a peri-prosthetic fracture. Surgeon elected to leave the fracture which subsequently healed. Patient started complaining of pain in the hip about 6 months ago. X-rays and bloods taken, as well as bone scan completed - no sign of infection or loosening at this stage. Surgeon has been treating non invasively, but pain has not gone away, so elected to revise the stem as he suspected it may be loose? Upon opening the surgeon noted a large effusion and significant granuloma in the tissues surrounding the hip joint; he obtained multiple tissue specimens and decided to remove the stem as he felt there was some sort of infection brewing. We implanted a c-stem cemented stem and new femoral head as a temporary spacer, as well as replaced the pinnacle liner.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of provided device photographs and singular x-ray image did not identify product error or root cause. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H6 component code: part/component/sub-assembly term not applicable (g07001) used to capture no findings available.